Manufacturer narrative:
(B)(4) the device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead had high impedances, but the impedances have since come down. It is believed that the impedance issues were because of physiological changes. There is no indication of intervention.